Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 10/2.25 flextome¿ cutting balloon¿ was used to treat the target lesion. During the procedure, the balloon catheter was dilated at 6atm for the first inflation and 10atm for the second inflation. When the physician attempted to perform the next inflation, it was noted that balloon ruptured and the contrast media leaked from the balloon to the vessel. The procedure was completed with a 2.25x13 non bsc balloon catheter. There were no patient complications reported and the patient's condition was good.